Manufacturer narrative:
The insulin pump was received with missing retainer, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the retainer ring was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.